Event description:
It was reported that the patient had been told by her physician to no longer go into target or any security devices or it would have to be replaced. . The last time the patient had been through a screener, it shut down her stimulator. Another time, the patient got sick and was dizzy as well as nauseated. This reportedly occurred in (B)(6) 2014 or january 2015. The patient specifics were unknown, including name, serial and physician. No additional information could be obtained.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).